Event description:
A customer reported receiving a reading of 170 mg/dl as he was experiencing symptoms of hypoglycemia and thought the reading was higher than he felt. The paramedics were called and upon arrival obtained a reading of 48 mg/dl on their meter of unk brand. They reportedly treated customer with a shot of glucose and transported him to a local hosp where he got diagnosed with hypoglycemia and given some food to bring his blood glucose back up. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A f/u report will be sent when investigational results are available.